Event description:
It was not possible to adjust the stimulation. The problem was felt to be due to the stimulator as the batteries in the programmer were functionally ok. The pt experienced a return of motor symptoms. It was determined that the stimulator battery was depleted and the stimulator was replaced. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.